Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced erosion through the vaginal epithelium, bilateral leg pain and weakness, low back pain, groin pain, and buttock pain. The patient was also unable to stand, sit, or walk normally for months following surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).